Event description:
The report received from the study indicated that approximately four months after the index procedure, a staged procedure/re-pci was done. The pt was found to have an 80% focal in-stent restenosis and a proximal peri-stent restenosis pf, the previously implanted cypher select plus 3.0 x 33 mm stent. The stent was implanted in the proximal left anterior descending (lad) target lesion. The restenosis was treated by implantation of an additional cypher select plus 3.0 x 13 mm stent in the left main coronary artery in overlapping fashion with the 3.0 x 33 mm stent. The residual stenosis was 5%.

Manufacturer narrative:
The indication for the index procedure was an acute st-elevation anterior wall myocardial infarction (stemi). The patient was found to have three-vessel disease. No staged procedure was planned. The pre and post-procedure cardiac enzymes were noted to be elevated. Lesion #1: the target lesion was the proximal lad. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 50 mm length, a 100% stenosis, a chronic total occlusion (cto), irregular moderately calcified, and type c. The lesion was pre-dilated with a 2.5 x 20 mm balloon at 10 atms. A cypher select plus 3.0 x 33 mm stent was implanted at 18 atms. The stent was post-dilated with a 3.0 x 10 mm balloon at 15 atms. An additional cypher select plus 3.0 x 23 mm stent was implanted at 10 atms. Lesion #2: the target lesion was the mid lad. A cypher select plus 3.0 x 33 mm stent was implanted. No lesion characteristics or procedural details were provided for this lesion. The patient was discharged six days after the procedure. At the one and six-month follow-ups, the patient was asymptomatic and was continuing her medical regimen. Please note that device (lot# 13307567) is distributed outside the united states, however it is similar tot he united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.